Event description:
Spouse reported signal loss over 1 hour.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient was sleeping when the mobile app alerted for loss of connection. The patient's spouse checked on the patient, she was alert but not responding to commands. He performed a bg (value not provided) while waiting for the app to reload and treated the patient with mango juice. The patient continued to be alert but unable to follow commands, and the spouse called emergency medical services (ems). Ems arrived and transported the patient to the hospital. It was not confirmed if ems provided medical intervention. The patient was evaluated and monitored in the emergency department, no medications were administered, the patient became responsive to commands and was released after 1 ¿ 2 hours. The patient recovered and experienced a headache following the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 01/19/2023. It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.